Manufacturer narrative:
It was unknown how the issue was discovered; no further details were provided during follow up with the customer. No patient or user harm was reported.

Event description:
The customer reported that the unit still having trouble with the system and is giving a check vent proximal pressure sensor error. The field service engineer (fse) was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The field service engineer (fse) found that data acquisition (da) board is not properly seated in the gas delivery system. The 2 rear pins are not seated in the connector. The (fse) reseated the (da) board and performed tests per the service manual. The unit is fully operational.